Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:na. (B)(4).

Event description:
It was reported that a (B)(6) years old caucasian, (B)(6) lb., female patient who underwent an unspecified breast surgery with two 325cc mentor memorygel, silicone breast implants has experienced right-sided rupture, migration and unexplained systemic symptoms postoperatively, including autoimmune disorders, inflammation, weakness in extremities, bedridden, pulmonary fibrosis, itch rashes. The patient reported she has seen endless physicians, specialists including 4 rheumatologists and a breast specialist. In addition, patient reported that on february of this year, she woke up for work and could not stand. She could not raise her arms to brush the hair. The weakness in her upper and lower extremities was so severe that she had IV infusions of steroids and have been tried on endless medications and treatments with no improvement. Patient also reported that her right breast appears to have changed shape, and have a silent leak showing on breast ultrasound, and CT scan showed pulmonary fibrosis and nodules. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient was diagnosed with autoimmune disorder, therefor after clinician review, patient code generalized illness was removed and added autoimmune disorder per new diagnosed autoimmune disorder. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 15, 2021 additional information received indicated that date of event was on (B)(6) 2013. Manufacturer¿s reference number: (B)(4).